Manufacturer narrative:
The reported complaint of occluded elbow was verified. It was determined that this defect originated in the mold cavity for the breathing circuit elbow. To correct this problem co has voluntarily recalled all affected product. Product will be reworked and a new elbow will replace the affected elbows. Effective immediately all breathing circuits will be 100% tested for flow and leakage, as well as an increased level of visual inspection. The visual inspection includes using a pin gauge designed to detect occlusions. In addition, co is in the process of mfg a new mold for the elbow component. No further info is anticipated for this report.

Event description:
On pre-anesthetic pressure checking the anesthesia circuit was found that gas would not flow. On inspection a complete web was found to occlude the elbow connector at its bend. Several days earlier a circuit was found under similar circumstances to have only a tiny hole in an almost complete web.